Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that during a scheduled pump replacement on (B)(4) 2015 (see (B)(4)), there was an abnormal catheter kink observed at the anchor. The catheter was unkinked. The catheter had also migrated from thoracic level 4 (t4) to t7. The catheter positioning was not revised, and no further intervention was planned. The patient had not reported any increased pain or withdrawal symptoms. The patient was prescribed oral medication to be administered as needed. The pump was used to infuse bupivacaine, compounded baclofen, and fentanyl. No unscheduled intervention was reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.